Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed received a arctic sun device unit from the floor that had a note written about having an air leak.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed received a arctic sun device unit from the floor that had a note written about having an air leak. Per follow up information received via email on 04apr2024, unit will not be sent in. Resolved by tech support. Issue was resolved. Tech support had run function test up to 40 down to about 6. Checked pump command, inlet pressure, tested fluid delivery line with shunt tube, etc. There was no leak, nothing had to be done to repair.